Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue related to battery testing in compartment b of the mrx device. There was no patient involvement.